Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 6935m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The organism was identified as gram positive. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.